Event description:
Healthcare professional reported ¿foreign material on the surface of the implant¿ during implantation surgery. Device was not implanted and it is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of foreign material on implant was received on december 17, 2020 with lot number 3395295. Analysis of the returned device identified: weight to the spec and device appearance( no foreign material is observed). Base on the device analysis the final assessment is: the device is analyzed, however, no foreign material is found on its surface, so an intact and functional device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported ¿foreign material on the surface of the implant¿ during implantation surgery. Device was not implanted and it is unknown if surgery was completed with a back-up device.